Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) via healthcare provider (hcp) who reported the wens was disposed of at the ER and the patient has been discharged home now.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the trial began (B)(6) 2025. The following day, the patient had tenderness from the trial procedure. They were doing well (able to go to the store, standing better, pain level reduced from a pain rating of 5 down to a 3), but around 3pm that day, the pt started experiencing numbness in their foot when they increased their stimulation. The pt was told to decrease the stimulation to see if it would improve and to call the rep back if their symptoms worsened. Around 7pm that evening, the pt called the rep back reporting extreme pain with nausea and sweating. Stimulation was turned off and the trial physician was contacted, who instructed that the pt should call rescue and go to the nearest hospital immediately. The rep met with the trial doctor at the ER to assist. The trial leads were removed at the ER and discarded. A CT scan was performed and the results were inconclusive. An MRI was done, which showed an epidural hematoma. The pt was transferred to another hospital for surgical removal of the hematoma. The surgeon reported to the rep on (B)(6) 2025 that the pt was recovering from the surgery. No device issues were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.